Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as air bubbles. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during compromised force sensor test due to faulty force resistor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with missing end cap sticker, and minor scratches on lcd window.